Manufacturer narrative:
Unit was received with constant motion sensor test failure alarm during rewind due to motor encoder out of phase. Unit was also received with missing segments during testing due to open lcd zebra connector. Unable to complete functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to motion sensor test failure alarm. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, scratched case and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did not mention any symptoms of their blood glucose levels. Customer's blood glucose value was 73 mg/dl. Troubleshooting was performed. The customer was admitted to hospital on (B)(6) 2018. The blood glucose value when admitted to hospital was unknown. The customer complained about high fever. The customer cause of hospitalization per healthcare professional's was sepsis. Customer wearing the pump at time of hospitalization. The customer also stated that pump will not leave from rewind and comes up with motion sensor test failure. The product was not returned for analysis.